Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 256 compared to the lab's 165 mg/dl. Tests were done within 10 minutes with a difference of 55%. Patient did not experience any adverse events. No further information has been reported.